Event description:
It was reported that a pt sustained char marks on the right cheek after active fx treatment with an ultrapulse encore laser.

Manufacturer narrative:
An eval of the subject device by a lumenis technical specialist found that the device operated within all specs and that there were no related device malfunctions. No additional relevant info was reported by the user facility despite reasonable attempts to follow up on the initial complaint.